Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) via an implanted pump for non-malignant pain. The patient reported that for the past few days they had been trying to give herself a bolus dose and it was telling her it cannot connect to the pump for some reason. During the call the patient was seeing 90% and agent walked patient through the steps to help with the 90%. Patient stated they were concerned that it was not working at all because her pain was so extreme. Agent walked patient through resetting the handset and communicator. Patient was able to connect and deliver bolus. The troubleshooting steps that were taken on the call resolved the issue. Agent directed to hcp on having the pump checked. Patient mentioned she was one week post operative surgery for her kneeand had general overall pain.

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6), product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.